Event description:
It was reported that during a hysterectomy procedure a piece of the endowrist prograsp instrument broke off and fell inside of the pt. The surgical staff searched for the missing piece for 20 - 30 minutes but was unable to locate it. The planned surgical procedure was successfully completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument to be broken at the proximal clevis to main tube interface resulting in the clevis to become dislodged from the main tube. There is a piece missing from the clevis, slightly offset from below one ear. The proximal clevis also has a small crack that follows the outer diameter. No other damage found. Biocompatibility testing has been performed on the proximal clevis material and testing met the requirement of the FDA standard for externally communicating devices having indirect blood path contact for limited contact duration. The instrument met the biocompatibility requirement for it's intended application. No evidence of toxicity was observed or measured.